Event description:
It was reported that the pt's internal device was explanted due to infection. The pt was not reimplanted at the time. Advanced bionics is in the process of gathering more info, once more info becomes available, a supplemental report will be submitted.